Event description:
This info was reported as a customer complaint. Vasoseal was used in the right groin following a ptca/stent procedure. Three days later, the pt presented with a fever and increased wbc. Cultures showed e. Coli and group b beta strep. Two days later, the pt had an I&d.